Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was biological contamination in 5 tubes. The following information was provided by the initial reporter: fungus seen in 7 ml tube, broth ml volume too less as compared to standard 7ml tube.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3075697 was satisfactory per internal procedures. Formulation, filling, torquing, packaging, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken on this batch for low fill volume and contamination. Retention samples from batch 3075697 (100 tubes) were available for inspection. For further investigation all 100/100 retention tubes were measured using a fill volume measuring tool. There was one tube that was low filled with a loose cap. For further investigation, a total of ten uninoculated retention tubes were incubated. Five tubes were placed in the 33-37-degrees celsius incubator and five tubes were placed in the 20-25-degrees celsius incubator. At seven days of incubation no microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. One photo was received to assist with the investigation: the photo shows five tubes from batch 3075697. The media fill does appear to vary from tube to tube and appears lower than expected. The media appears to be turbid/hazy in the photo. No returns were received to assist with the investigation. This complaint can be confirmed for low fill volume and confirmed for contamination/turbid media. No complaint trends for this defect has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for low fill volume, and contamination issues.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was biological contamination in 5 tubes. The following information was provided by the initial reporter: fungus seen in 7 ml tube, broth ml volume too less as compared to standard 7ml tube